Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07083. The patient received a scs system on (B)(6) 2011. It was reported that the patient's entire system was explanted on (B)(6) 2011 due to an infection. An sjm representative was not present during the explant. The devices were discarded and not returned. No further information is available at this time.

Manufacturer narrative:
Evaluation: manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.